Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg due to swelling and scar tissue. Difficulty in coupling the ipg to the charger was also noted. Database was analyzed and revealed no anomalies. The patients ipg was repositioned and remains implanted in patients body. The patient was doing well postoperatively.